Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. Powered the uim on and the screen booted up normally and fully operational without giving a vent-inop alarm. After reviewing the error log found that the error log was cleared on (B)(6) (reported occurrence date is (B)(6) 2015). With the error log erased prior to being sent back for analysis and the fact that the uim assembly was disassembled in the field the root-cause has been lost. The uim was cycled for 3 hours while periodically cycling the power and was unable to reproduce the reported issue. It is unknown whether proper esd precautions were taken prior to the assembly being disassembled in the field, thus the control pcba will be removed and disposed of. Findings/root-cause: could not duplicate the reported issue. Error log was cleared and assembly was tempered with prior to being returned for failure analysis.

Manufacturer narrative:
The carefusion field service engineer evaluated the ventilator and checked the exhalation corner and reseated the gde and still the ventilator was not cycling and there is no flow coming out of the ventilator and alarming. Replaced the uim and also the top cover. Performed ventilator testing and all passed. The unit is working as per manufacturer specification.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported the screen was showing just the white screen backlight. Opened the uim and reseated the internal cables and the unit will power up and show a screen but it does not run and shows vent inop and does not ventilate with several alarms and errors. No patient involvement.